Manufacturer narrative:
(B)(4). Method: actual device evaluated. Result: wear problem. Conclusion: device repaired and returned. (Exemption number e2015036).

Event description:
Pentax of america initiated field correction (B)(4) which included inspection of the suction arm on affected models pursuant to predefined inspection criteria (qs-397). The objective of the inspection was to locate part c255-ab171 (suction arm) and verify it is not loose. If part c255-ab171 (suction arm) is found loose, the device was considered to fail the inspection criteria. The customer owned device was previously returned to pentax medical from a customer on (B)(6) 2017 for service. Inspection of the unit was performed on (B)(6) 2017 where the quality control inspector found the following: suction arm, debris found at connection, insertion tube severe crush at stage 1, insertion tube severe crush at stage 3, distal body chip at channel opening at thinnest part, passed dry leak test, passed wet leak test, umbilical cable buckle at control body side, customer complaint confirmed, suction arm loose, sn637 not applied, insertion tube root brace cut, bending rubbersevere discoloration. Inspection of the suction arm was performed and the device failed the inspection criteria. The scope's repairs were performed where the loose suction arm was correction, and the unit returned to the user on (B)(6) 2017. Parts replaced: o-rings and seals, bending rubber, distal end assy with tube. Distal joint screw m1 insertion flexible tube w/segment light guide cable insertion/s-nipple attaching screw o-ring(1.25x3.5) o-ring(1.2x3.5) suction connection tube suction nipple